Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of four manufacturer reports being submitted for this case.

Event description:
A second sapien 3 valve landed too aortic and migrated from position. As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, during the deployment of a 29mm sapien 3 valve, the pigtail jumped to the coplanar view, resulting in the valve landing too aortic. The decision was made to implant a second sapien 3 valve. During the balloon inflation for the second valve, the pacemaker moved, resulting in the implant of the valve near the position of the first valve. A third valve was then implanted in annulus in good position with no paravalvular leak (pvl) or conduction block. During the deployment of the third valve, the two previously implanted valves migrated. Using the commander delivery system balloon, the team moved the first two valves to a safer area. The valves were dragged to the left subclavian artery and implanted there. The valves remain implanted.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06875, applicable to valve embolization, related manufacturer report no: 2015691-2022-06877 applicable to valve embolization, related manufacturer report no: 2015691-2022-06914 applicable to coronary obstruction, related manufacturer report no: 2015691-2022-06988 applicable to stroke.

Manufacturer narrative:
This MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(6). Corrected information: section h6. Additional information: section h10. The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Case imagery review revealed the initial valve was deployed too high / aortic. The second valve, deployed during the valve in valve, was also deployed too high. During the deployment of the third valve, the first two valves embolized. Malposition of two s3 valves too aortic causing significant regurgitation and consequent embolization during deployment of third s3 valve in the aortic annulus. Previous viv remained in aortic arch. Aortic dissection not clearly visualized on clips provided. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review was not required as the complaint was not confirmed. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), valve malposition and embolization are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The complaints for 'malpositioned thv', 'deployed valve exhibits regurgitation ' unknown', and 'thv embolized into aorta' were unable to be confirmed due to unavailability of applicable imagery/medical record. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per procedural training manual, 'ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane' and 'if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. In this case, the thv was unable to be clearly visualized due to thoracic impedance, as noted. Inflating the balloon without adequate visualization of the thv position caused the valve to be placed/deployed higher than intended (too aortic). Extrasystole is a heartbeat outside of regular heart rhythm. It is likely that the extrasystole disrupted rapid pacing during deployment of the second valve. Rapid pacing disruption can result in loss of capture via sudden delivery system movement, which may cause the partially deployed balloon/valve to get pushed back into aorta (e.g. Embolizing into aorta). In this case, the push force exerted on the first thv, via sudden movement of delivery system and second thv, likely caused it to dislodge from the aortic root. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (extrasystole) likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information regarding the event was received. Prior to the transfemoral tavr procedure, the patient presented with calcifications along the femoral arterial axis, ascending aortic dilatation and acute arch. The angiography was not clear during the deployment of the 29mm sapien 3 valve, resulting in the valve being deployed in the aortic root. It was determined that the pigtail jumped to the coplanar view and lead to the malposition of the valve. Massive regurgitation was noted with hemodynamic instability and the patient arrested. It was decided to implant a second valve, as the position of the first was too aortic. During the deployment of the second valve a loss of capture and an extrasystole, the second valve embolized to de same position as the first valve. Finally, a third valve was implanted in the annulus in good position (60:40) without regurgitation. During the full opening of the balloon, the two previous prostheses embolized. Using a commander delivery system balloon, the two embolized valves were dragged to the left subclavian artery and fixed there. Right coronary flow issues were reported due to the valve embolization. Manipulation of the valves also resulted in an ascending aortic dissection. Open heart surgery for a coronary bypass, was performed. It was also reported that during the procedure, complete heart block occurred. No information regarding actions taken was provided. The patient was transferred on ECMO and expired 4 or 5 days post procedure.

Manufacturer narrative:
Corrected information: section b5 - event description.